Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the device caused handpieces to not brake. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.